Event description:
It was reported that while using bd facscanto¿ ii carryover between patient samples had occurred. The following information was provided by the initial reporter: "the equipment features a lot of carryover."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.